Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer&#38112;blood glucose (bg) level was in the 400-500 mg/dl range with moderate ketones. A bolus and insulin injections were used to address the high bg level. Water was consumed to address the ketones. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.